Event description:
A customer contacted beckman coulter inc (bci) stating that the baths were overflowing on the coulter act diff analyzer. The spilled material was cleaned up by paper towels. There was no contact of the material to mucous membranes or open wounds. The customer was wearing gloves. There was no death, injury, or affect to user. No one sought medical attention.

Manufacturer narrative:
The customer technical support (cts) personnel instructed the customer to manually drain the baths, but the baths failed to drain. The customer checked the waste line for kinks, and dry ice was found in the sink which had frozen the waste line. The obstruction from the ice was cleared and the baths were able to be drained. There was no service dispatched for this event. Per the customer, the zap aperture function and bleaching were performed prior to performing startup and rerun of controls. The issue was resolved while troubleshooting (ts) with the cts. The root cause was attributed to a frozen waste line which caused the contents of the waste to back up into the system and overflow. Per labeling, risk of personal injury or contamination. If you do not properly shield yourself while using or servicing the instrument, you may become injured or contaminated. To prevent possible injury or biological contamination, you must wear proper laboratory attire, including gloves, a laboratory coat, and eye protection.